Event description:
It was reported the video system center exhibited incompatible scope error e315. The issue occurred during a diagnostic robotic bronchoscopy procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advices to clean the contact pins on the scope and blow a bit of air on the light source connector. When the issue persisted, the technician asked the customer to reseat the light source cable. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.